Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges there is an issue with the seat on her scooter that allegedly caused her to get a bed sore.